Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side rupture. Healthcare professional later reported rupture. Later, healthcare professional reported capsular contracture baker grade iii, capsulectomy performed. Device has been explanted and replaced. Device discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported a left side rupture. Healthcare professional later reported left side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.